Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent shaft broke. The target lesion was a moderately tortuous, mildly calcified, 90% stenosed, circumflex artery (cx). The physician did not predilate the lesion and attempted to place a 3.5 x 24 mm taxus express2 drug eluting stent, but was unable to cross the lesion. Consequently, the stent was never deployed. The physican removed the stent delivery system (sds) from the pt's body in order to predilate the lesion. As the cath lab tech took the sds out of the physician's hand the shaft broke into two pieces. No pt complications were reported. The lesion was then predilated with a maverick balloon and the procedure was successfully completed with a 3.5 x 24 mm taxus express2 drug eluting stent. The pt's status is reported as "satisfactory/good".